Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. It was discovered that the reported issue was due to a faulty main pcb. The service technician replaced the main pcb to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the oxygen concentration was out of range. There was no report of any patient involvement associated with this reported event.